Manufacturer narrative:
Combination product: yes.

Event description:
High shock impedance with a sudden rise to greater than 150 ohms was reported. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. (B)(6) 2025 lead explanted (B)(6) 2025. Upon receipt, the lead under complaint was found cut 61 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The rv shock coil and ring electrode were found covered in fibrotic growth. The conductor cable leading to the rv shock coil was found damaged 7 cm proximal to the lead tip and the conductor cable leading to the ring electrode fractured 12.5 cm proximal to the lead tip. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the insulation was found abraded through between 23 and 27 cm proximal to the lead tip. In this region the conductor cable leading to the ring electrode was found fractured. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Due to the extent of the damages and the tissue residuals it is assumed, that the lead was significantly ingrown which may have affected the lead¿s motion. Additionally, the rv shock coil was found deformed and the fixation helix bent. These deformations probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.